Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting elective replacement indicators (eri). Guidant received additional information that this device delivered inappropriate therapy during an episode of atrial fibrillation.